Manufacturer narrative:
Important medical event.

Event description:
Initial info reported by a consumer to the dept of health and human services (B)(4) and received by sanofi-aventis on 05/14/2010: a female consumer of unk age received one small vial of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] into the upper cheeks of her face in 2005 for an unspecified indication. After the procedure, she had massaged the area on her own but six months thereafter in (B)(6) 2006, she grew several hard nodules. She said that some were rather large and were underneath her eyes near the hollows above the injection site. She described the nodules as hard and painful making it difficult to close her right eye. She said that the nodules are so painful and uncomfortable, it's completely traumatic and she has become permanently disfigured. Three years after the event in (B)(6) 2009, she received a ten day course of an oral steroid named prednisone. She said that she is currently in the process of locating a doctor who might be able to cut out the lumps. Medical history and concomitant medications were not provided. No further relevant info reported. Consumer's contact info was not provided, therefore, request for additional info cannot be pursued.